Event description:
It was reported bd syringe 0.3ml 29ga 1/2in 7bag 420cas jp had a deformed stopper. The following information was provided by the initial reporter: "...the stopper was not placed in a parallel way but was placed in a slant way in the barrel."

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 2/23/2022. H6: investigation: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that the stopper is damaged. The returned syringe was examined and exhibited a deformed stopper in the barrel. Unable to perform DHR check for stopper damaged due to unknown lot number. Root cause for this defect cannot be determined.

Event description:
It was reported bd syringe 0.3ml 29ga 1/2in 7bag 420cas jp had a deformed stopper. The following information was provided by the initial reporter: "...the stopper was not placed in a parallel way but was placed in a slant way in the barrel."